Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17859836, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the pocket and midline incision sites. Symptoms were redness, swelling and drainage. The patient underwent an explant procedure and was placed on long term antibiotic therapy. The physician did not believe that the infection was device related and does not know the cause of the infection. No device malfunction suspected.